Event description:
An optometrist reported a case of trace "faint" diffuse lamellar keratitis (dlk), observed on a pt's left eye at one day post lasik treatment. Rptr indicated an increase in topical steroid dosage was prescribed. Pt noted mild irritation. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).